Manufacturer narrative:
There was no product returned; therefore, no physical evaluation could be conducted. Device history records could not be reviewed due to lack of product identification, no lot number provided. This device is used for treatment. An x-ray shows a hip dislocation. It is reported that the patient had a competitors cup and zimmer stem and head. Zimmer biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. There were multiple follow-up attempts to obtain additional information; however, no additional information was provided. A complaint history search for the part/lot could not be conducted due to the product identification being unknown. Due to the product not being returned and being unidentified, a specific cause for the reported condition could not be determined.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation.